Event description:
The article, "transcatheter closure of a restrictive muscular ventricular septal defect causing tricuspid valve regurgitation in an adult", was reviewed. The article presented a case study of a 43-year-old female patient with restrictive congenital muscular ventricular septal defect (mvsd) due to a loud murmur auscultated during infancy. It was reported that on an unknown date, 10-8mm amplatzer duct occluder was chosen for implant. Prior to device placement, the patient experienced tricuspid regurgitation and a dilated right atrium. Following deployment of the device, the patient experienced non-sustained ventricular tachycardia when monitored overnight using telemetry. The patient was administered 25mg of metoprolol succinate daily. Transthoracic echocardiography (tte) was performed the next day and noted immediate improvement of tricuspid regurgitation with lingering presence of right atrium enlargement. The patient was discharged on 75 mg of clopidogrel daily and 25 mg of metoprolol succinate daily. The article concluded transcatheter closure is feasible with the use of off-label, single-disc ados and can be considered if a double-disc device is not ideal given its potential interaction with the tv apparatus. [The primary and corresponding author was sasha semaan, life sciences department, university of california los angeles, los angeles, california, with corresponding email: sasha.semaan@gmail.com].

Manufacturer narrative:
As reported in a research article, "transcatheter closure of a restrictive muscular ventricular septal defect causing tricuspid valve regurgitation in an adult", on an unknown date, a 10-8mm amplatzer duct occluder was chosen for implant in a 43-year-old female patient with restrictive congenital muscular ventricular septal defect (mvsd) due to a loud murmur auscultated during infancy. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Some of the complications reported were unexpected medical intervention, tachycardia, off label use.